Event description:
The customer contacted beckman coulter inc (bec) in regards to erroneous positive rheumatoid factor (rf) assay results generated by the unicel dxc800 synchron chemistry system on multiple numbers of patients in association with a specific rheumatoid factor (rf) reagent lot. The results were reported out of the laboratory. Customer performed a 65-sample correlation study with reference lab, which showed that some positive results on the dxc were negative (<14). All of these results would be considered discrepant since they read >20 for dxc and <14 for reference lab (quest). No patient treatment affects are known. The customer initially filed a MDR (B)(4) with the FDA.

Manufacturer narrative:
Sample information was not provided. Qc results faxed by customer appear acceptable the customer is not reporting issues with other chemistries or system errors. Service was not dispatched since this is a reagent related issue. A clear root cause is unknown at this time. A customer notification letter has been distributed in association with this rheumatoid factor lot. This is a reagent issue.